Event description:
The wife of a (B) (6) male patient contacted lifecor customer support to report that her husband had been treated. She stated that they heard the alarms, but did not press the response buttons. She stated that they were in the emergency room. They tried to download, but were unsuccessful. Wife called back later and was concerned about the messages. Support explained to her what the messages meant and how to respond to them. Support also suggested the device be removed, since the husband was on the hospital's monitors. A lifecor territory manager (tm) visited the patient and downloaded. The download revealed an appropriate treatment. It also revealed a gel release failure. Tm replaced the patient's monitor and e-belt.

Manufacturer narrative:
Device manufacture date: monitor (B) (4) - 01/2008, electrode belt (B) (4) - 04/2008. Device evaluation summary: device evaluations of monitor (B) (4) and electrode belt (B) (4) have been completed. The reported problem was confirmed. The electrode belt was found to have an intermittent short in the cable to ECG b. The ground was shorted to the gel fire line. This internal short caused the gel not to fire. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have cause the wires to break. The electrode belt was repaired, retested, and restocked. The monitor was fully functional. It was retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.